Event description:
It was reported that the user dropped the ilet while it was in a case with a belt clip, resulting in a cracked touchscreen on the pump and damage to the case, though the pump continued to function. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the user-provided information. Investigation of this case revealed a stress-related fracture to the touchscreen component consistent with impact damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.